Event description:
It was reported that during an unspecified procedure, the tip of the device would not move. There was no report of pt injury. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation confirmed the reported event. During visual analysis, it was found that the teflon pad was slightly detached. Further evaluation showed that the plastic outer sheath of the insertion section was buckled. This could be attributed to excessive force used during device insertion and withdrawal from the trocar.